Event description:
Customer "has been running serum for about one week and has had no issues. Ran two edta tubes and got positive results. Upon reporting to the bloodbank, the results were questioned since donor is a known negative. Upon retesting with serum, specimen is neg." Customer is performing test according to package insert instructions.

Manufacturer narrative:
Internal investigation has shown that the bulk lot of latex used to MFR this kit is exhibiting false positive reactions, when tested with known negative plasma specimens. Known negative serum specimens do not demonstrate the false positivity. Internal investigation of retention/returned kits also exhibit a false positive reaction with known negative plasma specimens, however, known negative serum specimen testing results are acceptable.